Event description:
It was reported that the user experienced hyperglycemia after dinner, with blood glucose rising to 270 mg/dl and remaining above range since early morning, while the infusion site was reported as working and the user planned to change supplies after breakfast. Symptoms included no reported acute clinical effects. Outcomes included no use of backup therapy, no medical intervention, and no assistance sought. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms and an unclear cause, with a larger-than-typical meal acknowledged as a potential contributor. It was concluded that the event involved hyperglycemia with an unclear cause and that the device function appeared consistent with reports from the user.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.